Event description:
An administrative assistant reported the yag laser has been having focus and alignment problems. One surgeon has discontinued use of the system and over 15 procedures have been canceled. The procedures that have been completed were done so normally with no delays. Add'l info was received from the administrative assistant reporting the equipment is still being used in spite of the focus/alignment problem and that there have been delays of over 15 minutes in some procedures. No pt injuries have been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).